Event description:
The patient claimed that on (B)(6) 2012, her blood glucose reading was elevated to 509 mg/dl. At the time of concern, she was able to take corrective bolus to lower her blood glucose to normal range. Her most recent blood glucose was reportedly 235 mg/dl. The patient did not want to review and performed troubleshooting during the phone call to animas. There is no evidence of a product malfunction associated with this incident. This complaint is being reported because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy. It is not clear if the alleged hyperglycemia was related to diabetes management, use error, or intentional misuse. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A pump prime sequence was completed and the pump was confirmed to be detecting the correct amount of insulin remaining after each step. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.